Event description:
It was reported to philips that the user was unable to load the pad cable. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified. Resistor (B)(4) had a broken lead to the pca.